Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no reported impact to the customer's blood glucose level. The customer was later able to successfully start a new sensor session.